Manufacturer narrative:
(B) (4). Secondary surgery. Evaluation: method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens on (B) (6) 2007 in the pt's right eye (od). The reporter indicated that the icl was repositioned on (B) (6) 2007 due to slight temporal shift. The reporter indicated that the repositioning had no impact on the pt's vision. The pt's post-op va was 20/20 and prognosis is good. The icl remains implanted.

Manufacturer narrative:
Evaluation: medical review, anterior subcapsular cataract is a labeled complication in the implantation of an icl. The possible causes of this condition is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation during the learning curve. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. CAPA (B)(4) was performed to investigate the root cause of inadequate vaulting. It has been determined that this complication is related to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Conclusion: (no device failure); based on the complaint history, work order and medical review, the most likely root cause of the event is inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter.